Event description:
The customer called in to report that he had been hospitalized due to high blood glucose levels. He also stated that he was not receiving a no delivery alarm from his pump. The customer's blood glucose level at the time of the event is unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.